Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a primary breast augmentation with mentor memorygel smooth hpg, 300 cc silicone breast implants which the patient experiencing capsular contracture baker grade IV on the right side after implantation. The issue was confirmed by the physician. As a result patient had the device removed and replaced with unknown device on (B)(6) 2020.

Manufacturer narrative:
Mentor received the device on july 24, 2020. Device evaluation completed on july 31, 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing per additional information received on july 31 2020 patient replaced the right device with another mentor implant with cat#:3503004bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).